Event description:
During intraoperative right leg vein harvesting and vein preparation, the small ethicon clip applier cut the vein instead of clipping it during clip application. The vein was still able to be utilized during surgery. FDA safety report ID# (B)(4).